Event description:
It was reported that part of the metal tip of the working end of the wand broke off. All pieces were removed. Procedure finish with the same device. There was no delay or patient injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.